Event description:
Summary of issue: service provider (details below) notified that the tpn pump log utilized for my wife, (B)(6) (patient), recorded discrepant data. Specifically, the pump software only recorded partial tpn volumes 5 of 27 service days. The service provider, in response, terminated tpn service based on erroneous date. I phoned the service provider (B)(6) and spoke with (B)(6) (pharmacist) and department manager ((B)(6)) to inquire about actions taken (e.g. Calibration, servicing, preventive maintenance, MDR reporting or equivalent). No actions had been taken. I phone the MFR, smiths medical, and left messages to customer service, without response. In light of the impact of this now terminated service, I¿m reporting this directly, recognizing the potential impact of the pump yielding erroneous results despite clinical and physical evidence to the contrary. Medical device: smiths medical, cadd solis pump, sn (B)(4), cadd solis ac adapter sn (B)(4), cadd solis rechargeable battery sn (B)(4) service provider, (B)(6).